Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy procedure. Reportedly, the instrument was difficult to close and the approximating lever broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.